Manufacturer narrative:
The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. Device remain implanted, no sample available for evaluation.

Event description:
I am sharing photos of a recent case which had a defective implant. The positioning holes were incomplete. I decided to use the shunt as it was already in place under the muscles when I noticed this when attempting to suture it in. The tube and remainder of the plate appeared fine. Have you had any other cases of this reported?